Event description:
Additional information: patient's mother thought it may have been an allergic reaction, although no symptoms were provided. It was stated that the patient was doing fine and should be home soon as he had a follow up appointment within the next month. It was later reported that the pump contained compounded baclofen; concentration 2000mcg 249.9 mcg/day.

Manufacturer narrative:
Catheter model #8731sc serial# (B)(4) implanted: (B)(6) 2011 explanted:unknown.

Event description:
It was reported that the patient experienced withdrawal. The hcp was considering troubleshooting options. The patient was attempting to find a pump physician located in jamaica. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).